Manufacturer narrative:
B3: date of event unknown. D6b: explanted date unknown. D10: 300-01-17 - equi hum stem primary press fit 17mm: (B)(6), 310-01-53 - equi, humeral head short, 53mm (beta): (B)(6), 300-10-45 - equi replicator plate 4.5mm o/s: (B)(6), 300-20-02 - equi square torque define screw drive kit: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-02842. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient underwent a revision procedure. It was reported that the glenoid was completely eroded and came out in fragments. All pieces of the implant that remained were removed and the area was thoroughly debrided. The surgeon had considered keeping the stem, but upon inspection it was loose and came out with minimal effort. The patient was revised to a competitor's devices. The patient was last known to be in stable condition following the event. Images and x-rays were provided. No devices were not returned for evaluation. No other information is available.